Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of an aneurysm located in the middle of the splenic artery, this coil detached prematurely inside the catheter during repositioning. It was reported that during placement of this coil at the neck of the aneurysm, resistance was experienced inside the catheter. Due to a reported ¿bad¿ positioning, the decision was made to remove the coil. However it detached in the catheter. During withdrawal of the microcatheter and sheath, a nylon filament was reportedly coming out of the patient at the level of the femoral artery. Under fluoroscopy, it was confirmed that the filament was attached to the concerto coil. When attempting to slowly remove the nylon filament, the device broke. Onyx 34 used to complete the embolization. Angio control with very good result, however, part of the device remains in the patient¿s body/vessels.